Event description:
It was reported in a service report that a cot dropped two levels. It is alleged that the release handle was difficult to engage and then became stuck. The service technician examined the cot, found it to be performing to specification, and could not replicate the event. No adverse consequence reported.